Event description:
The affiliate reported: patient had erroneous icp readings so surgeon took out to put in a new microsensor and after putting in saline to zero, the icp bo displayed message transducer error, press p to zero. When the clinician pressed p to zero the error appeared again. This happened again with another new microsensor and they changed the box 3 times with different cables and the error message was still displayed. After the third different microsensor, the transducer worked what action did the surgeon take to resolve the issue: the surgeon tried a third microsensor which worked. I would like to send away the two which didn¿t. The issue was not the box or the cable as these were changed numerous times. Had to bring to or again. Additional information provided explained: 2 microsensors involved not implanted; actual problem was when they were zero¿d they said transducer error. Do not have lot numbers; a delay for about an hour until third microsensor tried which worked.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Complaint samples were not returned to codman, and products lot and/or serial numbers are unknown. Therefore, the evaluation could not be performed. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time. If the complaint sample(s) becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar complaints.